Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the distal tip cover was found scorched. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged exposure to a heating element without sufficient distance ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus evis gastrointestinal videoscope due a defective angulation and zoom function. However, during the device evaluation, it was discovered that the distal tip cover was scorched. There was no patient involvement during this event.